Manufacturer narrative:
The event unit is not being returned for evaluation, and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of the investigation.

Event description:
Event date unknown procedure performed: unknown. Event description: during treatment, pad came off the grasper. Were unsure if it was left inside the patient, if it was identifiable via x-ray. Intervention: unk, patient status: unk.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing to identify potential contributing factors could not be performed. The details surrounding the event were reviewed and the root cause of the event is unable to be determined. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Event date unknown. Procedure performed: unknown. Event description: during treatment, pad came off the grasper. Were unsure if it was left inside the patient, if it was identifiable via x-ray. Intervention: unk. Patient status: unk.